Manufacturer narrative:
Insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, no delivery and motor tests. No motor error alarm noted. Moisture damage found on lcd board. Device had cracked display window corner, scratched lcd window, cracked reservoir tube lip and missing end cap sticker.

Event description:
Customer reported that the insulin pump alarmed motor error during insulin bolus delivery. Customer stated the she was delivering a bolus and rewinded the insulin pump and then it was showing a closed circle on the screen and it turned off. Customer replaced the battery. Customer stated she does not use the sensor feature and is able to rewind the insulin pump. Customer stated that the only events she recalls leading to the alarm are that she was wearing the device with a slightly wet bathing suit and has dropped it a few times. Blood glucose level 150 mg/dl. Nothing further reported.